Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was also found under the cycler, but the cassette was dry. Fluid was discovered in the pump module area but not on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 2 of 7 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient contact stated that the patient has been having problems with completely draining as far as being consistent for each treatment. Every other day the patient does not drain out the last fill of 1500ml in drain 0. The patient contact advised the cycler switches over to fill 1 and was concerned of a overfill. The cycler does not alarm and the drain exit % is set to 70%. The patient was advised to let cycler dry until next treatment and follow up with their peritoneal dialysis nurse (pdrn). Technical support also advised the patient contact the cycler will collect any extra fluid missed in drain 0 during the remaining drain cycles and that the uf's are positive and is pulling the extra fluid. The patient contact was provided causes that could slow down the drain flow. Upon follow up, patient contact confirmed the reported event. Fluid was found in the pump modules but the cassette appeared dry. There was a puddle underneath the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the cycler set used during the fluid leak event is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was also found under the cycler, but the cassette was dry. Fluid was discovered in the pump module area but not on the external of the cassette. The patient reported receiving an air detected in cassette alarm during fill 2 of 7 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient contact stated that the patient has been having problems with completely draining as far as being consistent for each treatment. Every other day the patient does not drain out the last fill of 1500ml in drain 0. The patient contact advised the cycler switches over to fill 1 and was concerned of a overfill. The cycler does not alarm and the drain exit % is set to 70%. The patient was advised to let cycler dry until next treatment and follow up with their peritoneal dialysis nurse (pdrn). Technical support also advised the patient contact the cycler will collect any extra fluid missed in drain 0 during the remaining drain cycles and that the uf's are positive and is pulling the extra fluid. The patient contact was provided causes that could slow down the drain flow. Upon follow up, patient contact confirmed the reported event. Fluid was found in the pump modules but the cassette appeared dry. There was a puddle underneath the cycler. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the cycler set used during the fluid leak event is available to be returned to the manufacturer for physical evaluation.